Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection procedure, while firing through liver parenchyma, the device was unable to fire, green button could not be pressed, and handle was unable to be squeezed. A new device was used in order to resolve the issue. No patient injury.